Event description:
Information received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician found dried fluid in the latch mechanism. The technician cleaned the siderail latch mechanism to repair the bed.